Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿foreign objects in the air/water (a/w) tube and the jet tube¿, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope had foreign objects in the air/water (a/w) tube and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-h185l operation manual chapter 3 preparation and inspection. Instruction for use states the preventative measures in cf-h185l reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.